Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture's representative via a healthcare provider (hcp) regarding a patient receiving lioresal at an unknown concentration and an unknown dose via an implantable pump. The indication for use was intractable spasticity. It was reported the patient had other health issues such as respiratory failure and hypothermia. The patient was on a ventilator. The patient was in the intensive care unit and the managing physician was notified about the hospitalization. The patient's pump was read and no alarms or motor stalls were noted.

Event description:
Additional information provided in telemetry logs sent by the manufacturer's representative showed a motor stall occurred on (B)(6) 2016 at 12:12 and motor stall recovery occurred at (B)(6) 2016 at 12:31.

Event description:
Additional information received from a manufacturer's representative reported the patient had an MRI that resulted in the motor stall and recovery. The cause of the respiratory failure, hypothermia, other health issues, being on a ventilator, and hospitalization was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a business partner indicated the patient was receiving lioresal (2000 mcg/ml at 270.1 mcg/day) via an implantable infusion pump. The patient's concomitant drugs included tegretol, cetirizine, dextromethorphan, gabapentin, clonazepam, famotidine, polyethylene glycol and olopatadine. The patient had a historical condition of being low weight. Additional medical history included cerebral palsy, severe dystonia, severe spasticity, severe scoliosis (left hip bone touched his ribs), power wheelchair user, severe dysarthria ("used a communication device"), seizures, and weighed less than 100 pounds. The physician had "not seen the patient in months," and could not provide a cause of death or confirm previously reported events. The physician also noted that the patient's admitting diagnosis for the hospitalization via "hearsay" was respiratory arrest due to sepsis. It was additionally reported that the patient's next pump refill would have been in (B)(6) 2017, based on his low dose and six month recommendation. The official cause of the death was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the patient had died. It was further reported the office spoke to the patient's mother in (B)(6) 2016 regarding calf pain the patient was having. The patient was directed to follow-up with their primary physician. The patient saw the primary physician and a doppler was performed that was negative for clots. No additional information was known with respect to that event. The mother called at an unknown later date and stated the patient ended up in a hospital and had to have brain surgery to relieve pressure due to a herniation. The mother also stated that the patient had passed on (B)(6) 2016. The mother thought that the cause of death was due to an infection following pump implant. The mother refused to provide additional information regarding the events. The office of the hcp did not know the exact cause of death and stated that they did not believe the mother did either at that point. No additional information was known by the office of the hcp.